Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a hernia repair procedure, the staples would not hold. Another like device was used to complete the case. There was no pt consequence.